Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a lower than expected battery voltage 11.0 months post implant. The patient reports on-going radiation therapy. Guidant received additional information four months later that the device exhibited an elective replacement indicator (eri) and was subsequently explanted. The device was returned to guidant for analysis.